Event description:
It was reported that during a neurovascular case the physician was using an aristotle 18 guidewire when the distal end of the guidewire broke off. The wire was reportedly not pinched or stuck in any stenosis, and it had not yet crossed the clot when the distal end broke free in the m1. The proximal end of the wire remained in the catheter and a microcatheter was used to go past the wire to deploy a stent retriever and retrieve the distal portion of the guidewire. The wire was removed safely with no adverse impact to the patient and the procedure was subsequently completed.